Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the EKG goes flat when using a defibrillator. According to the customer, they replaced the ECG trunk cable and leads without resolve. Customer is requesting onsite support to further evaluate the device. There

Event description:
The customer reported that the EKG goes flat when using a defibrillator. According to the customer, they replaced the ECG trunk cable and leads without resolve. Customer is requesting onsite support to further evaluate the device. The device was in clinical use at the time the reported issue was discovered. The patient reportedly had to be defibrillated.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer's site to address the reported problem. The device evaluation was performed by the fse on the actual device involved in this complaint. According to service notes, the fse could not reproduce the customer's reported problem. The device was reimaged for customer assurance and tested. The device passed all functional testing and was returned to service.